Manufacturer narrative:
The user reported display issue was confirmed. The pump was found to have a damaged lcd screen. The pump was also found to have a system error, a battery outside of warranty, and a malfunctioning ac led light; none of these issues was related to the user complaint. The pump was repaired and tested to meet all specifications on 02/22/2017.

Event description:
The user reported an issue with discolored lcd screen display with the pump. No patient was involved in this case.